Event description:
Treatment of a right ica aneurysm. It was reported that the pipeline could not be released from the capture coil during deployment and was successfully removed from the patient. No patient injury reported.

Manufacturer narrative:
Only the pipeline was returned and found damaged at both ends. The evaluation could not determine the cause of the event. (B)(4).